Event description:
The customer's nurse reported via phone call that they received a button error alarm. The customer's blood glucose was 227 mg/dl. The customer's nurse could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The nurse will have the customer's parents call in to replace the insulin pump. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.